Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet outer shell separated, causing the screen to split and the display to appear halved, while the patient transitioned to backup therapy and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included device replacement arranged with expedited shipping and patient instruction to return the original device, sync data via the mobile app, register the replacement, and shut down the device before return. Investigation included user interview and troubleshooting education. Investigation of the returned device revealed a hardware enclosure and screen bezel separation consistent with a device housing/display assembly issue. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical failure.